Event description:
A nurse reported a 1685ns tegaderm¿ IV advanced securement dressing was applied to a child's broviac catheter site. The child was described as very active and sweaty. The nurse reported the child experienced a clabsi (central line associated bloodstream infection) and received IV antibiotics for treatment. The nurse alleged the dressing lost adherence and the dressing lift may have been a contributing factor to the infection. The nurse reported the broviac catheter was not removed. No additional information was available /provided.